Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hsrv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a persistent issue with the left eye being out in the surgeon's console. Although a power cycle temporarily resolves the issue, it eventually returned. The staff has requested that a field engineer (fe) address and resolve this recurring problem. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and in log reviews, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. No forms of discoloration were noted. The monitor was installed on an in-house printed circuit assembly (pca) test system. The hrsv started up without any errors. The image quality was sharp with no noise and not tinted. The system idled for 1 hour and visually verified that there were no issues. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The fse was unable to reproduce the reported issue. Additionally, no functional issues were noted during failure analysis.

Event description:
Refer to h11 for follow-up information.